Event description:
The user facility reported a 48-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that automated impella controller (aic) had optical signal issues. The medical team troubleshot and remedied the issue by intervention of replacement of the aic. There was no patient harm reported.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed: during preventative maintenance the technician set the pmd hardware revision incorrectly. Data analysis imc logs confirmed the reported complaint. There were multiple occurrences of optical sensor not supported alarms. Review of the automated impella controller (aic) software design documentation revealed that the cause for the optical sensor not supported alarm is due to the aic determining that its hardware components are not compatible with an impella optical sensor. The aic was running software version 12.2, and in this software version the optical bench (opm) is only compatible if the pmd is of hardware revision 256, 257, or 258. Pmd hardware revision can be set manually via a debugging utility. Imc logs revealed that the pmd hardware revision of ic7326 had been originally set to 257, but during the most recent preventative maintenance the pmd hardware revision had been incorrectly set to 1. The root cause was determined to be technician error during preventative maintenance. During preventative maintenance the technician set the pmd hardware revision incorrectly. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D9 updated. F6 and f8 filled out erroneously on initial report. H1, h3, h6, and h10 updated.

Event description:
The patient experienced hemolysis, the resolution for this issue is unknown.